Manufacturer narrative:
A review of tickets was performed for the likely cause reagent lot number 60472fz01. A review of all complaints associated and a review of complaint trends for the list number was performed. Trending review did not identify an increase in complaint activity for the current complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming that this lot is meeting the alinity I anti-hbs product requirements. A review of the manufacturing documentation did not identify any issues associated with the customers observation. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation no product deficiency was identified for the alinity I anti-hbs kit (lot# 60472fz01).

Event description:
The customer reported false elevated alinity I anti-hbs and provided the following data: the anti-hbs result was 117.92 miu/ml repeat result was similar (reference: based on the world health organization recommendation, an antihbs concentration = 10 miu/ml is regarded as being protective). The results were not reported out. The customer tested the sample on the maccura platform, and the result was negative <4; the colloidal gold result was negative. Patient information: 51 year-old man, clinically diagnosed with peritonsillar abscess. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated alinity I anti-hbs and provided the following data: the anti-hbs result was 117.92 miu/ml repeat result was similar (reference: based on the world health organization recommendation, an antihbs concentration = 10 miu/ml is regarded as being protective). The results were not reported out. The customer tested the sample on the maccura platform, and the result was negative <4; the colloidal gold result was negative. Patient information: 51 year-old man, clinically diagnosed with peritonsillar abscess. There was no reported impact to patient management.